Event description:
As reported, during a transureteroscopic left ureteral stenting procedure performed under lumbar anesthesia, the user found the hiwire nitinol hydrophilic wire guide was rough and not smooth. The user encountered difficulty implanting an unspecified double j-tube, which led to a prolonged procedure and anesthesia time of approximately 30 minutes. Upon removal of the wire guide at the end of the procedure, the physician observed that the outer wall of the wire guide was rough and not smooth. The wire guide was activated with normal saline before use, and the patient's anatomy was not tortuous. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: unknown name, title, address, postal code, title, email, phone number. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: g4. Investigation evaluation. As reported, during a transureteroscopic left ureteral stenting procedure performed under lumbar anesthesia, the user found the hiwire nitinol hydrophilic wire guide was rough and not smooth. The user encountered difficulty implanting an unspecified double j-tube, which led to a prolonged procedure and anesthesia time of approximately 30 minutes. Upon removal of the wire guide at the end of the procedure, the physician observed that the outer wall of the wire guide was rough and not smooth. The wire guide was activated with normal saline before use, and the patient's anatomy was not tortuous. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned, a photo was provided that appears to show intermittent scraped/cut sections of the wire guide jacket with the inner core wire exposed. The complaint device is assembled by a supplier to cook who carried out an investigation in addition to cook. The customer supplied image presented an indeterminate length of the complaint device with multiple areas of skived/cut damage to the polymer jacket material. These areas of damage resulted in exposure of the metallic core wire. The exact location of the damage relative to the distal tip cannot be determined from the image provided. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that handling and/or procedural factors impacted on the event as reported. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified one other event reported for a related failure mode. The evidence from the complaint file, device history record and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Instructions for use (IFU). The wire guide was supplied with IFU t_hbwg2_rev1 which includes the following. Precautions. Manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. Instructions for activating hydrophilic coating. The hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating.) Based on the information provided, a photo provided by the customer, and the results of the investigation, a cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.